Event description:
When inserting 6 french catheter for vcug, when balloon checked prior to insertion balloon would not deflate. Attempted again with new 6 french catheter and it would not deflate. 3rd worked without incident.